Manufacturer narrative:
(B)(4). H6: investigation findings - 4112 analysis of information provided by user/third party. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient experienced a skin reaction with itching and burning, under entire patch area. The reaction was described as an intense allergic reaction. Dermatological tests were carried out that showed an allergy to isobornyl acrylate, and it was stated in the report that the patient had an allergy to the dexcom g6 glue. No treatment information was provided. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.